Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of the up/down knob do not meet specifications, due to a dent on bending tube, bending angle in up direction exceeds specifications, bending tube is deformed, adhesive on the bending section has a crack, due to damage on channel tube, forceps cannot be inserted smoothly, universal cord has a scratch, protector of universal cord on control section and scope connector side have a scratch, switch button 1 has a scratch, plastic distal end cover has a scratch, connecting tube has a scratch and wrinkle, light guide cover glass has a scratch, scope connector cover has a scratch, forceps channel port is shaved, grip has a scratch, paint on suction cylinder is peeled, switch box has a scratch, lock engagement lever and knob have a scratch, up/down knob has a scratch, and right/left knob has a scratch. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope light guide buckling, contact part disappearing, and bending section adhesive has a chip /peeling. During inspection and evaluation, there was a foreign object inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Correction to h10 of the initial report, additional information was received from the user facility regarding the reprocessing of the subject device. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. It was noted that the foreign material could be an antifoaming agent.  There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. No additional concerns about the reprocessing were noted by the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the objective lens cleaning function". "Inspection of the water feeding function". "Keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.